Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative reported there was a sudden change in therapy and high impedances were measured. The extension was broken. A revision was done and the extension was replaced. Impedances were measured to be fine after the revision. There was no patient death or injury and the patient was doing fine after the revision.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.